Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula kinked event on (B)(6) 2025. The event occurred three hours after insertion. The insertion site was thigh & upper buttocks. The infusion set was in use for about 4 hours. The blood glucose level was 505 mg/dl and the patient was treated with correction bolus via multiple daily injection (mdi) company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.